Event description:
It was reported that an ilet user experienced hyperglycemia after eating a cupcake, with a fingerstick glucose of 296 mg/dl and a device-reported value up to 400 mg/dl; the event was managed with education and monitoring, and no device component malfunction was reported. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, hospitalization, or long-term impact. Investigation included complaint intake review, user education, and monitoring of glucose trend. Investigation of this case revealed user-reported elevated glucose associated with carbohydrate intake, with device functioning and continued glucose decline over time. It was concluded that hyperglycemia occurred with cause unclear and that the device operated as intended without evidence of malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.